Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action will be taken at this time. This report is not intended to deny that patients experienced a problem with the device.     Reason for device explant and/or reoperation: grade IV capsular contracture, suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 215cc mentor memorygel breast implants and experienced postoperative bilateral grade IV capsular contracture and left-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 190cc mentor memorygel breast implants (left catalog #:3507190mc, left serial #: (B)(4); right catalog # : 3507190mc right serial #: (B)(4)) on (B)(6) 2019. Initially, bilateral rupture was diagnosed via MRI performed on (B)(6) 2019. However, upon explantation, the right-sided implant was found to be intact. This report is for the right prosthesis.